Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no reported patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator wire channel were flushed with sterile water. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the elevator were manually cleaned with aniosyme x3 detergent and a scopeclean brush (ref # an1865023). The scope was not manually disinfected. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored hysis thermosensitive endoscope (eset) cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) cfu of a microorganism was detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii colonovideoscope. All channels tested positive for forty-five (45) colony forming units (cfus) of pseudomonas aeruginosa. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: ·charged coupled device (ccd) cover lens chipped ·lens glue (3x) white clouded ·ccd cover lens glue chipped ·distal end defective thread ·distal end cap cover dent ·bending section rubber glue separated ·grip unit scratched ·scope cover scratched ·key top 1 incised, cuts ·connector discolored ·coil pipe plate deformed ·angulations are out of specification ·up down plate loose however, these defects alone are not considered severe enough to cause a potential adverse event. The legal manufacture confirmed the following reprocessing deviation from the device instructions for use (IFU). ·flushing was not performed for auxiliary water channel at precleaning. ·brushing was not performed for suction cylinder and the tip of biopsy channel at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.